Event description:
A zoll distributor returned a monitor indicating that the monitor was unable to power on.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon investigation, the monitor was unable to power on. The cause for the failure was isolate to multiple damaged components on the c/a board. The cause for the damage to the c/a board was isolated to shorted diodes d4 and d5 on the monitor defibrillator board. The root cause for the shorted diodes could not be positively identified. No adverse event resulted from the shorted diodes.